Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-12322. It was reported that the patient's right atrial lead dislodged and was confirmed through chest x-ray. The lead was successfully repositioned on (B)(6) 2019 and the patient's condition was stable before, during, and after the event. After the procedure it was noted that the patient's implantable cardioverter defibrillator was undersensing the atrial signals. On (B)(6) 2019, no atrial sensing was observed. Programming changes were made and atrial sensing was confirmed. The patient had no symptoms before or after the event.